Manufacturer narrative:
One duodecapolar, inquiry steerable diagnostic catheter was received for evaluation. Visual inspection under microscope, it was confirmed that the electrode #2 displaced from the assembly position and moved distally. Electrode #6 was displaced form its assembly position towards proximally and accumulated to electrode # 7 as well. Each of the displaced electrodes created and left grooves in its original position. It broke the conductor wire spot weld joint. Each of the grooves were showing adhesive on it as well. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the received condition of the device and the information provided, the cause of the displaced electrodes is consistent with damage during use.

Event description:
This report is to advise of an event observed during analysis confirming displaced electrodes.